Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was not turning on. Reportedly, the pump had been off for approximately 1 month. Tandem technical support instructed customer to continue charging the pump. No further information on the reported issue was provided. There was no reported impact to customer's blood glucose level.